Manufacturer narrative:
Evaluation findings of stent partially deployed. Evaluation findings of stent wires uncrossed/damaged. A visual examination of the returned device found that the stent was partially deployed by approximately 23 mm. It was noted that the inner shaft was partially exiting the guidewire access port. A functional analysis revealed that as the outer sheath was retracted, the inner shaft further exited the guidewire access port; therefore, hindering the stent from deploying. The shaft of the device was dissected at approximately 330 mm proximal to its distal end and the inner shaft was removed, which allowed the stent to deploy distally. A visual analysis of the deployed stent revealed that some of the distal stent wires were uncrossed. Additionally, an examination of the inner shaft noted that it was kinked along the area where it had exited the guidewire access port. Furthermore, an examination of the distal portion of the outer sheath noted that it was kinked at approximately 65 mm and 95 mm proximal to its distal end. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was attempted to be implanted in the common bile duct on (B)(6) 2011 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient's anatomy was dilated prior to the stent placement. No issues were noted with the device. On (B)(6) 2011, during the ercp procedure, the interventional radiologist noticed that there was epithelial hyperplasia in and around a previously implanted wallstent (manufacturer report # 3005099803-2011-04431). Reportedly, the ingrowth and overgrowth were affecting the patency of this stent; therefore, a gastroenterologist decided to implant a wallstent rx biliary endoprostheses within the previously implanted wallstent. The physician noted that there was a sharp right angle in the duct that made it difficult to deliver the wallstent into the duct to deploy. As a result, the stent would not deploy. The stent was removed from the patient fully constrained on the delivery catheter. The procedure was completed with a wallflex stent. The physician was "very pleased with the outcome." There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed and some of the distal stent wire were uncrossed.